Manufacturer narrative:
The reported event of contamination was confirmed and the yellowish material, inside the vamp flex reservoir, could not be flushed even though the line wad flushed continuously for 5 minutes. The particulate was confirmed to be a silicon material that was not adhesive since the color was compared to the curing process completed at the elbow. Since this component was manufactured by the supplier, the supplier was notified. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that unknown material was found inside a vamp flex syringe in an opened pouch before the device was connect to the patient. The customer commented that a nurse visually confirmed the material, though it was lost visual contact afterwards. Patient demographic information requested but unavailable. There were no patient complications reported.